Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 52.5 cm. An external insulation abrasion was found 8.5 to 10.2 cm from the distal tip consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.